Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age - reported to be late (B)(6). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the heavily calcified right common femoral artery with scar tissue was attempted using a proglide device via a 6f sheath after an interventional procedure. Reportedly, the foot would not close despite the lever being returned to its original position. Attempts were made to re-position the device and close the foot; however, the foot would not retract. The device was pulled back and scar tissue was pulled back with the device. A nick and spread was performed and the scar tissue was removed. Reportedly, the knot was intact and the physician was able to use the suture trimmer to achieve hemostasis with the proglide device. The proglide device was removed from the patient anatomy. No additional treatment was performed. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.